Event description:
The customer reported that they obtained erroneously depressed carbon dioxide, concentrated (co2_c) results on three patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s) and were questioned. The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results recovered higher than the initial result, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed co2_c results.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed carbon dioxide, concentrated (co2_c) results obtained on three patient samples on an atellica ch 930 analyzer. Calibration was acceptable. Quality control (qc) results were acceptable before the event and out of range after the event. Siemens reviewed the instrument data files and the information provided by the customer and noticed that the issue started after maintenance was performed on the distilled water system. Siemens also found a pattern in the milli-absorbance units (maus) indicating a water-quality issue. The co2_c assay is sensitive to water quality, especially resistivity; when resistivity is low, the calibration mau values begin to decrease. A new calibration after fresh water is flushed through the system should restore the co2_c calibrator maus to typical levels, and qc will be acceptable and stable. After the maintenance, the customer performed a pack calibration instead of lot calibration, and the qc results were unacceptable. The customer then performed lot calibration, after which the co2_c calibrator maus returned to typical levels and the qc results were acceptable. Based on the available information, siemens determined that the maintenance performed on the distilled water system potentially contributed to the erroneously depressed co2_c results. The analyzer is performing according to specifications. No further evaluation is required.